Event description:
It was reported that the device is displaying a warning leak, the patient tried to reinforce with tape the dressing but it still says leak/low vacuum. She did speak to her physician who recommended she remove the dressing and do a wet to dry dressing until the home health nurse comes tomorrow for her next dressing change. The patient requested some troubleshooting steps and the nurse on the phone guided it, but the alarm was not solved. Again, the nurse encouraged her to contact her physician as well to let them know she was uncomfortable removing the dressing and replacing it with a wet to dry as she has trouble reaching the area that needs to be covered. It is unknown how the problem was solved and no further information is available.

Manufacturer narrative:
D3, g4, h2, h3 and h6. The device intended for use in treatment was not returned for evaluation. A relationship between the reported event and the device could not be established. As the product was not returned physical inspections and evaluations could not be undertaken. If the sample becomes available in the future, this complaint can be revisited. Review of the manufacturing records found: this unit passed all acceptance criteria and was compliant upon release for distribution. Complaint history for the reported failure has been reviewed revealing further instances. At this time there are no indications to suspect that the device failed to meet manufacturing specifications upon release into distribution. The investigation into your complaint is now complete and has been recorded as: insufficient information to determine root cause "leaking if a partial blockage is present within the system it may inhibit the device's detection of a significant air leak, resulting in no alarm activation. Potential sources of blockage include: physical occlusion in wound dressing (coagulated blood or purulent material in filler, compacted filler, high volume viscous fluid). Physical occlusion in tubing (kink in canister tubing, clot in tubing). Soft port aperture misaligned to dressing opening. Check wound dressing regularly to ensure it is fully compressed and firm to the touch." As no manufacturing, material or design issues were identified, no further investigation or additional actions are required at this time.